Event description:
It was reported that cgm displayed error message 42 during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance from technical support, and cgm error message did not appear again after reset.